Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a logic board issue and when the customer went to install and stated the packaging was damaged and the prongs on the board were bent. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: reason code for no evaluation - if other specify, imdrf annex a, g, b, c and d codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device had a logic board issue and when the customer went to install and stated the packaging was damaged and the prongs on the board were bent. There was no patient involvement.